Event description:
It was reported that during a tvt procedure, the needle was passed through the rectus fascia and the needle separated from the mesh. The mesh had to be removed vaginally. Another device was used to complete the procedure with no pt consequences. The procedure was extended by 40 minutes.